Event description:
Jp drain broke in half when physician attempted to remove it at bedside. The patient had two jp drains placed on (B)(6) 2020. On (B)(6) 2020, the surgeon¿s pa was at the bedside to remove the jp drains. One drain was removed easily, without resistance. The second drain met resistance, so the pa notified the surgeon. The surgeon attempted to remove this at the bedside, when the tubing broke. It could not be retrieved and was also causing the patient pain with further attempts. The patient went to the operating room the next morning on (B)(6) 2020 to have the distal end of the drain removed.